Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings of 400 mg/dl to 500 mg/dl. Customer also mentioned receiving a no delivery alarm and stated that the cause of the high blood glucose readings was the bent cannula. Customer declined troubleshooting as she did not have the insulin pump with her.